Event description:
It was reported that after an unknown procedure, when the or nurse wanted to replace the cartridge her finger was cut by the knife of the device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the knife returned without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: how deep was the cut? Unknown. Had two or three stitches. Did the or nurse receive any type of treatment? If yes, please explain what kind of treatment was provided. Suturing. What caused the knife to be dislodged? The or nurse found that the knife was dislodged when exchanging the cartridge.